Event description:
Patient reported infection. Device was explanted. This record is for the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is infection (unknown onset).

Event description:
Patient reported infection. Device was explanted. This record is for the left side.